Event description:
It was reported the catheter was being placed into the pt's subclavian vein in the orim. During insertion, the dilator was difficult to implement and they found the tip was frayed. As a result, another dilator was used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.